Event description:
Caller reported an issue with the incorrect time setting on their device. There was no adverse impact to the customer¿s blood glucose level, and previous settings did not result in dangerously high or low levels. Customer technical support assisted the caller in updating the pump time and advised them to monitor the situation, suggesting a follow-up if the time discrepancy recurs.